Event description:
Customer has been "blacking out." Customer's blood glucose at doctor's office = 154mg/dl. One hour later blood glucose = 208mg/dl. Customer had to pull to side of road because of dropping blood glucose. Co-worker, who is a paramedic, gave customer gatorade and giant candy bar. Customer was advised to go to emergency room. Customer declined and was taken home, where they slept for 6 hours. Meter, strips and controls are stored in incebox. A request was made for the return of the suspect device and replacement product was sent.